Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that, she believes her infusion site is "moving" causing elevated blood glucose. She stated that, the middle of the adhesive of the headset tends to "pop up" causing insulin to leak. She stated that she observes "wetness" when she removes the infusion site. Her blood glucose has ranged from 300-423 mg/dl. Her normal blood glucose range is 130-140 mg/dl. The pt stated that, her medication has been recently changed and she also had a cold during this time. The patient stated that, when she changes her infusion site her blood glucose returns to normal. The pt was advised to use a safety loop with her infusion tubing to prevent pulling and she was also advised to use tegaderm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.